Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, the customer was unable to clear an unspecified call service alarm and was move pass the verify screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/07/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 03/20/2015 with the following findings: on investigation, the alleged call service issue was verified in the black box but not duplicated during the evaluation. Review of black box data found records of real time clock communication error related call service alarm on the event date. Using test caps, the pump powered up to the display with auditory and vibratory features. No tactile issues were found with the buttons. Moisture intrusion was evident behind the display. A leak test detected a leak on the keypad. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. Audio and normal bolus exercises were executed correctly without any call service alarms. Pump casing was opened and additional evidence of moisture intrusion was found on internal components.